Event description:
It was reported that a user experienced fluctuating blood glucose with a low of 64 mg/dl after announcing an overly large breakfast meal using the ilet system, followed by correction that led to hyperglycemia above 180 mg/dl and subsequent elevated levels after lunch that trended back to range; the device alerted to the low, and the user treated with oral glucose. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of available system data and user report. Investigation of this case revealed user-related use error related to incorrect meal size entry and potential overcorrection of hypoglycemia, with the device functioning and alerting as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.